Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out procedure, the physician cut a slit at the connector end of the lead. The physician fixed it with medical adhesive. The lead electrical measurements were stale. The patient was doing fine post surgery.